Event description:
The hospital reported that the heartstring iii failed to deploy correctly. Multiple requests have been made to determine the date of the event, how the procedure was completed, and if there were any patient effects. A follow-up report will be provided should further information become available.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).